Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. A sample was received for evaluation. It was decontaminated and under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are 100 percent inflation tested, which includes inflating each device cuff and leaving it for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaked so badly. Air leak from pilot balloon was detected under water. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure or during use.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned. After intubating the product into the patient, the customer noticed the cuff was unable to be inflated. No patient injury.